Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with chronic total occlusion (cto). Pre-dilatation was performed with a 2.5 mm balloon and 2 previous 3.0 mm scaffolds had been implanted in the target lesion without issue. The third, 3.5x38 mm esprit btk scaffold failed to cross the lesion due to the anatomy and upon removal the hypotube seemed twisted/coiled. The device was not used any further and the lesion was further pre-dilated with a half size bigger balloon and another esprit btk scaffold delivery system easily advanced and was implanted in the intended location. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the support skive/wire/bayonet was separated 7.5cm distal to the outer member to hypotube seal but was held together by the outer member. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported bent shaft and shaft separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.